Event description:
Additional information received noted that the event cause was determined. It was device related and reprogramming was needed. The patient had two episodes were they were away from their programmer and called for assistance. The device was working better now. The patient was doing better with reprogramming.

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. The patient had a sudden symptom return in the last week with urgency and lack of control and getting up during the night. All of the old symptoms were back that the patient had prior to implant. The patient had tried to increase stimulation but was not sure if therapy was working. The patient increased stimulation on program 4 to 2.6 and did not feel stimulation so was changing to program 1 . At 1.8 she was not feeling stimulation. The patient was at 2.0 and not feeling stimulation. No traumas falls or events were noted recently. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported there were high impedances and less than 50% therapy relief. The impedances measured to be greater than 4,000 ohms, but the specific electrodes were not indicated. A revision was planned, but the date was unknown. No further information was reported.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0h0gk, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).